Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: # (B)(4).

Manufacturer narrative:
The ventilator was investigated by our field service engineer (fse). The reported failure was confirmed and according to fse, the evaluated device logs show that the failure was due to the expiratory cassette where the membrane needs to be replaced. The device is in working condition. No further issues have been reported after the reported event. The expiratory valve consists of a membrane in the cassette that is operated by the axis of the expiratory valve coil. The valve is fully open as long as no power is supplied to the coil. When the operating limit ends or if the membrane for some reason has become defective, it must be replaced. The root cause to the reported issue could not be established by this investigation.